Manufacturer narrative:
H6-code 4112: dicom imaging series have been provided and were evaluated. H6-code 213: the imaging evaluation summary states the following: five time-points available for evaluation: pre-implantation cta dated (B)(6) 2021, intra-operative angiogram jpeg images without contrast dated (B)(6) 2021, post-implantation cta dated (B)(6) 2021, post-implantation cta dated (B)(6) 2021 and post-implantation very delayed contrast cta dated (B)(6) 2021. Pre-implantation cta dated (B)(6) 2021 appears to show: 3d images appear to show a tortuous abdominal aorta. There appears to be two aortic angles within the abdominal aorta where a device would be implanted. First aortic angulation appears to have a 58º angle. The first angle appears to be ~7mm distal to the left renal artery (lowest). The 2nd aortic angulation appears to have an 82º angle. The 2nd aortic angulation appears to be ~52mm distal to the left renal artery. Intra-operative angiogram jpeg images dated (B)(6) 2021 appear to show: all jpeg images received for evaluation; no deployment fluoroscopy included. No images with contrast included. 10:25:02- there appears to be a partially deployed ipsilateral stent graft with the leg component constrained on this time-point. 11:28:26- the ipsilateral leg component appears to be deployed. A contralateral leg appears to be advanced inside the deployed ipsilateral leg to the level of the flow divider. 11:37:03- multiple devices appear to be deployed. 11:42:46- cannot confirm the proximal trunk ipsilateral component is fully expanded without contrast. Dissections cannot be visualized without contrast. Post-implantation cta dated (B)(6) 2021 appears to show: there appears to be dissected aorta beginning at the level of the lsa. Two lumens can be distinguished from the lsa to the proximal device. There may be a tear just above the level of the proximal implanted device. All visceral vessels appear to originate from the true lumen. Post-implantation cta dated (B)(6) 2021 appears to show: the proximal device, in the true lumen, appears to be compressed or invaginated depending on if the proximal device was fully expanded on the intra-operative angiogram dated (B)(6) 2021. Contrast appears to flow through the device and distal to it. Axial image appears to show the true lumen extends into the proximal device. Post-implantation cta dated (B)(6) 2021. Images appear to be non-contrast due to the very delayed series imaging. There appears to be unidentified radiopaque densities within the implanted device(s). Cannot confirm the presence or lack of thrombus or flow lumen irregularities without contrast. Images provided for evaluation do not allow for confirmation when the dissected aorta occurred since the intra-operative angiogram images do not contain contrast.

Manufacturer narrative:
(B)(4).

Event description:
The patient presented with an abdominal aortic aneurysm which was treated with a gore® excluder® conformable aaa endoprosthesis (cxt281412e) during an endovascular procedure (evar) on (B)(6) 2021. The patient was in good condition and neither had a pre-existing infection, nor a pre-existing rupture, nor cancer nor any connective tissue disorder. Reportedly all went well during the implant procedure. Post ballooning of the aortic neck was done with a coda® balloon catheter (cook medical). It was reported, that at the final angiography they noticed a localized dissection of 2 cm in length of the lateral right aorta proximal to the implanted cxt281412e, which was left untreated. The first post-procedural day the patient developed abdominal pain. A computed tomography demonstrated retrograde dissection of the aorta up to the left subclavian artery. All visceral vessels were open. On (B)(6) 2021, the patient underwent a thoracic endovascular aortic repair (tevar) to treat the dissection. An additional dissection stent graft was placed in the abdominal aorta right above the evar. The patient was in intensive care unit. Reportedly it is all good now. It was reported that no blood transfusion was administered in any of the procedures.